Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely and determined that battery could not be recognized due to a defective battery. The issue persisted even after reinstalling the battery. Since the device was out of warranty, the customer resolved the issue by replacing the battery themselves. The device remains at the customer site, and no further evaluation is warranted at this time.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the battery cannot be recognized. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.